Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: we have the contacts and patient authorization to contact the surgeon. Attempts are being made to obtain the following information from the surgeon. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number for each suture? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are any devices being returned? If yes, please provide tracking information. Patient: does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form attached: · your surgeon¿s name, email, phone number, address · your signature · please scan the signed form and email back to ethicon.

Event description:
It was reported by a patient that they underwent a bilateral reduction mastoplasties on (B)(6) 2020 and suture was used. The patient had been admitted to the hospital on (B)(6) 2020. The patient was being treated for hypertrophy with bilateral breast ptosis with physical discomfort and psychic repercussions. Procedure information: general anesthesia with ore-tracheal intubation half sitting position betadine antisepsis according to protocol after debridement antibiotic prophylaxis according to protocol champagne verification of preoperative drawing start with the right side. Periareolar desepidermisation on a raised mammostat of the nipple flap with superior pedicle resection of a central part in a keel of a boat adaptation of lateral pillars to demand. Right resection piece: 760 g hemostasis suture of the pillars with vicryl 1 installation of the areola which is sutured by skoog stitches with rapid vicryl 4.0. Suture of the vertical with inverting points of monocryl 4/0 and an intradermal overjet of monocryl 4/0 suture of the horizontal of inverting points of monocryl 3/0 and an intradermal overjet of monocryl 3/0 realization of a similar surgical technique on the left side. Weight of the resection piece: 762 g final symmetry control stéristrips spo: antaligues, anti-emetic j1 or j2 output depending on general status wearing the compression bra permanently for 1 months the patient was discharged on (B)(6) 2020. The patient reported that after her surgery, she had adverse reactions, suspected to be due to an allergy to the sutures used. Four years later, the patient still felt persistent pain in her right side. The patient reported a lot of difficulty wearing bras, as it hurts her scars. Additional information was requested.